Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with 300cc mentor memorygel breast implants experienced bilateral capsular contracture (baker grade unknown) post procedure. Additionally, the left side went up creating a bump on top of her armpit. The patient consulted a physician who diagnosed the capsular contracture and stated the implants were folded. The patient received an unspecified medication and stated that her condition has improved. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-10103 for contralateral prosthesis report.